Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was in the hospital after receiving shock therapy during intercourse and technical services (ts) was consulted for review of stored electrogram (egm)s. Upon review of a stored ventricular episode, it was noted that at the onset of the episode, the rhythm appeared to be 1:1 sinus tachycardia, in which the rate fell into the device programmed therapy ventricular tachycardia (vt) zone. Additionally, it was noted that there was some undersensing with over pacing observed on the ventricular channel. There was no delay to therapy. The atrial and ventricular rates both increased and the device delivered appropriate anti-tachycardia pacing (atp) therapy in response, but this did not terminate the arrhythmia, therefore a shock was delivered and successfully converted the ventricular rhythm. However, several seconds later, the ventricular arrhythmia returned and a second shock was successfully delivered and converted the arrhythmia. The plan is to discuss the findings with the physician. At this time, the ICD system remains in-service. No adverse patient effects were reported.